Event description:
A customer contacted beckman coulter inc. (Bec) reporting low hemoglobin (hgb) recovery on controls generated by the coulter ac-t diff analyzer. The customer indicated that new reagents were installed and while priming the customer noticed some fluid had leaked under the instrument and onto the counter. The operator was wearing gloves and lab coat and cleaned the spill following their laboratory protocol and did not come into contact with the fluid. The operator could not isolate the source of the leak. There was no report of patient results being affected and there was no death or serious injury and medical attention was not sought by the operator in association to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and found that the white blood count (wbc) bath was not draining. The fse replaced the valve lv14. The fse also performed startup and ran controls yielding within specifications and without further issues. The repairs were verified and the system was validated. The root cause can be attributed to the bath drain valve, lv14 not allowing the wbc bath to completely drain. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).